Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device did not have output under sdi due to defective control unit and defective printed circuit board (pcb), and the vide connector was noted to be oxidized. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a loaner device visera elite ii video system center had no serial digital interface (sdi) output. There was no patient involvement in this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported failure of the serial digital interface (sdi) output (image failure) was reproduced. A review of the device history record (DHR) found no deviations that could have caused or contributed the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the printed circuit board (dp rl908100) and video connector (rl309400) were faulty. The faults were likely caused by static on the output terminal of the sdi signal, or because excessive voltage was applied. Olympus will continue to monitor field performance for this device.